Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of forty for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: four impra eptfe patch packages were received for evaluation. Upon visual evaluation, black spec was noted in the outer package in sample one. In sample two, three and four there was no foreign material noted. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the reported contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation, a black foreign material was allegedly observed in the device package. There was no reported patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of forty for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2026. Device pending return.

Event description:
It was reported that during preparation, a black foreign material was allegedly observed in the device package. There was no reported patient contact.